Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User received erroneous results "earlier in the week" for 2 to 3 patient samples run in microcups. Only one patient example was provided which was discrepant for creatinine. Initial result gave 0.5 mg/dl. The sample was repeated on (B) (6) 2010 giving 1.5 mg/dl. A corrected report was issued with the repeat creatinine result of 1.5 mg/dl. There was no adverse effect to the patient. Creatinine reagent lot number not provided. The field service representative found the sample probe was misadjusted. He performed vertical and horizontal adjustments on sample probe. Controls were run to verify analyzer performing within specification.